Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that when the tsb45 device was used the staple line was incomplete. The pt was converted to an open procedure. 3/2001 it was reported by the affiliate it is not known which firing the incomplete staple line occurred on or what reload was used. It was reported the staples were malformed, the device made a complete cut, and there was no stapling over staple lines. There is no info available regarding the condition of the pt's tissue. The case was converted to open because the surgeon did not want to use another tsb45. To their knowledge, the pt is doing well at this time.